Manufacturer narrative:
Additional codes were added.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following replacement of the interface (umbilical) cable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was not communicating with the viewing station of the imaging system. The representative replaced the interface (umbilical) cable and the communication was re-established. No additional information was provided. There was no patient present when this issue was identified.